Event description:
It was reported to boston scientific corporation that an ultraflex covered ng esophageal stent was used during a metallic stent placement procedure on a (B)(6) female. According to the complainant, after radiotherapy and several dilatations of the esophagus, the stent was advanced to the stricture. However, the stent was looping preventing advancement through the stricture. The procedure was stopped and no other device was used. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).